Event description:
Upon receipt of additional information it has been determined that this device did not cause or contribute to the reported event.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, g4, g7, h1, h2, h10. Upon receipt of additional information it has been determined that this device did not cause or contribute to the reported event.

Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. UDI # (B)(4). Concomitant medical products: tibial tray item # unknown lot # unknown. Report source: (B)(6). Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2019-04639.

Event description:
It was reported that a patient underwent primary total knee arthroplasty; subsequently four years later the patient was revised due to tibial loosening and suspected bearing wear. The tibial plate and bearing were revised. No additional patient consequences were reported. Attempts have been made and no further information has been provided.